Manufacturer narrative:
(B)(4).

Event description:
It was reported fractured screw. Patient presented with fractured bridge due to fractured implant and screw. Salvaged implant with broken screw. Area over implant was stable, decision was made not to remove apical fractured part.

Manufacturer narrative:
An implant and crown was returned for inspection. A visual inspection revealed that the implant fractured. This failure mode has been captured in a separate complaint file. As for the alleged screw fracture, only the bottom portion of each screw is visible in the bridge as the crowns cover the top of the screw heads. No screw fracture is visible but the entirety of the screws cannot be thoroughly investigated. Because of this, the fracture cannot be confirmed/unconfirmed. The alleged device malfunction is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: restorative product ifus biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015" on page 1 in sections "warnings", "precautions" and "potential adverse events". The complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.